Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an operation for a femoral trochanteric fracture on (B)(6) 2013, a pfna ii blade l75 tan was used. The surgery was completed without any delay reported. The patient complained of pain on (B)(6) 2013. The doctor took an x-ray and found that the position of blade insertion was more proximal than usual and the length of the blade was shorter than usual. No additional information is available. This is report 1 of 1 for complaint (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is not distributed in the united states, but is similar to a device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.